Event description:
It was reported patient underwent a right total hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2014 due to elevated metal ion levels over 100 and pain. The modular head, acetabular cup, and taper adapter were removed and replaced. After the revision when the explants were viewed, the inside of the taper where it meets with the stem had two deep grooves. Review of invoice history verified the implant and revision surgery dates. Additional information received in the operative report noted patient underwent a right hip revision on (B)(6) 2014 due to metallosis. Operative report noted the presence of metallosis, yellowish abductor muscles, a cyst, and acetabulum bone loss posteriorly. The modular head, taper adapter and acetabular cup were removed and replaced with a competitor cup and a biomet head.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions. "

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 1 of 3 mdrs filed for the same patient (reference 1825034-2014-07776 /-07777 /-07778).

Event description:
It was reported patient underwent a right total hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2014 due to elevated metal ion levels over 100 and pain. The modular head, acetabular cup, and taper adapter were removed and replaced. After the revision when the explants were viewed, the inside of the taper where it meets with the stem had two deep grooves. Review of invoice history verified the implant and revision surgery dates.